Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak which was not resolved with ballooning. Because the patient was reported to be under a high dose of heparin, and patent lumbar vessel(s) were noted on the pre-operative CT imaging near the level of the sealing rings, the physician elected to monitor the patient until CT imaging is taken at the 30 day follow-up visit. As of the date of this report, there have been no additional clinical sequelae reported.

Manufacturer narrative:
The patient returned for a re-intervention on (B)(6), 2014 in which a balloon expandable stent was placed in the proximal seal zone of the aortic body stent graft and the type ia endoleak was successfully resolved with no additional sequelae reported.

Manufacturer narrative:
Remains implanted.